Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "d & c and ablation" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and post procedural infection ("post operative infection"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and post procedural infection outcome was unknown. The reporter considered pelvic pain and post procedural infection to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.